Event description:
Reference number (B)(4). Event occurred in china. It was reported that the patient experienced infusion set leakage event on (B)(6) 2026. The leakage was at the quick release as the patient was not able to connect it tightly. No further information available.